Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Photo provided showing lens in the lens case base. One haptic is broken/torn. Additional observations were as follows: the lens was returned pressed down into well area of the iol case base resulting in deformation of the iol. Solution is dried on one haptic and the optic. The other haptic is broken/torn and not returned. The optic is chipped/nicked rejectable. Additional information: it is stated in the file that accidental breakage of the haptics occurred when the implant was reinserted into the cartridge and that the implant was not defective, it got damaged when inserted in the injector. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as user facility reported that accidental breakage of the haptic occurred when the implant was reinserted into the cartridge and that the implant was not defective, it got damaged when inserted in the injector. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before an intraocular lens (iol) implant surgery, the haptic broke while in the inserter, there was no patient contact. The surgeon had to enlarge the incision to get the backup lens implanted.